Manufacturer narrative:
Touchscreen was verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was on, but the display remained black. The customer reverted to an alternate method of insulin therapy.. Additionally, it was reported that the customer experienced on-going, continuous low blood glucose (bg) levels. Bg value not provided. Bg cause was unknown. Customer addressed bg level by consuming carbohydrates